Manufacturer narrative:
On (B)(6) 2016 the user returned two empty test strip vials with lot numbers 3843929 and 3898959. Since there were no test strips returned lifescan was unable to perform any testing. No conclusion can be drawn.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA alleging sticking test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.